Event description:
Customer reported frequent occlusion alarms. There was no adverse impact on the customer's blood glucose level, which remained below critical thresholds. To address the issue, the customer changed the infusion set and cartridge, resumed insulin delivery.